Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt's spouse reported his wife felt insulin leaking at the luer lock of the infusion tubing during a bolus and the infusion device displayed an e4 (occlusion) error. Spouse stated during the event, the pt would change the infusion tubing and bolus accordingly. Pt's spouse reported the pt's blood glucose has elevated up to 300 mg/dl. Pt's normal target blood glucose range is 100 mg/dl. Spouse stated pt is able to bolus and reduce the blood glucose level. Reviewed the cartridge change function. Advised to attach the infusion adapter and infusion tubing on to the insulin cartridge prior to inserting it into the infusion device. Spouse reported they have discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Sent replacement infusion sets; no product return was requested.